Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator won't pass calibration. There was no reported patient involvement.

Event description:
It was reported to philips that the heartstart mrx defibrillator failing opts-check. There was no reported patient involvement.